Event description:
It was reported that during equipment testing conducted by the manufacture sales representative at the user facility the angle nut was found to be missing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
During device evaluation, the reported event of the angle nut being missing was confirmed. The angle nut was missing due to being removed. Per the instructions for use: when removing the ultrasonic tip, do not remove the tip.